Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the 24 volt amber indicator was on when it should not be. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported issue. The schottky diodes in the system base were defective, causing the 24v lamp to illuminate when a/c was applied. The fsr replaced the schottky diode assembly in the base. The unit operated to manufacturer specifications and was returned to clinical use. The suspect component was returned to the manufacturer for further evaluation.